Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported by the physician that the pt had a battery replacement surgery recently and now his diagnostics results showed high lead impedance. Pt's device was not turned on due to the high lead impedance event. X-rays were taken and reviewed by manufacturer. No obvious cause for the high impedance was identified in the visualized portion of the pt's vns device; however, a lead discontinuity cannot be ruled out in section of the lead body that could not be assessed. Follow-up with the physician revealed that high lead impedance was seen prior to battery replacement. No pt manipulation or trauma was reported. Physician does not remember when the last good diagnostics results were obtained. Revision surgery is likely.